Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the handle to steady the scope of the 30-degree endoscope plus attached to the control was spinning. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with this complaint and completed investigations. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found the attached endoscope adapter (aea) shaft bearing contributed to the friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the cable integrated connector, the cable integrated connector housing exhibited discoloration. Further visual inspection found the endoscope with damage to the button pack assembly. A hairline crack on the left and right of the button pack assembly was confirmed. Additionally, a minor cut to the cable insulation was observed. The damage was located near the endoscope housing. The endoscope camera cable test failed due to an electrical failure. The probable root cause is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.